Event description:
According to the literature, a retrospective study analyzed the outcomes of patients who underwent spleen preserving distal pancreatectomy utilizing a robotic assisted warshaw procedure between november 2020 and january 2023. It was noted that the proximal pancreatic body was transected using an endo-gia stapler. Additionally, the pancreatic body and tail were dissected toward the splenic hilum along with the splenic vessels, and the splenic hilar vascular branches were divided close to the distal pancreatic tail using an endo-gia stapler. There were 101 patients included in the study and complications included conversion to open, pancreatic fistula, post operative hemorrhage, intra-abdominal infection, with two patients requiring reoperation. Three patients were converted to open surgery due to acute uncontrollable bleeding during dissection. Postoperative pancreatic fistula occurred in eighteen patients, including thirteen biochemical leaks, and 5 grade b fistulas with no grade c fistulas. Postoperative intra-abdominal hemorrhage occurred in five patients and intra-abdominal infection in three patients, with 2 patients experiencing both complications requiring reoperation under general anesthesia. Clinical efficacy and learning curve analysis of 101 robotic-assisted warshaw procedures: a retrospective study, 2025, surgical endoscopy.

Manufacturer narrative:
Hongliang liu. "Clinical efficacy and learning curve analysis of 101 robotic-assisted warshaw procedures: a retrospective study", 2025, https://doi.org/10.1007/s00464-025-11790-6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study analyzed the outcomes of patients who underwent spleen preserving distal pancreatectomy utilizing a robotic assisted warshaw procedure between november 2020 and january 2023. It was noted that the proximal pancreatic body was transected using an endo-gia stapler. Additionally, the pancreatic body and tail were dissected toward the splenic hilum along with the splenic vessels, and the splenic hilar vascular branches were divided close to the distal pancreatic tail using an endo-gia stapler. There were 101 patients included in the study and complications included conversion to open, pancreatic fistula, post operative hemorrhage, intra-abdominal infection, with two patients requiring reoperation. Three patients were converted to open surgery due to acute uncontrollable bleeding during dissection. Postoperative pancreatic fistula occurred in eighteen patients, including thirteen biochemical leaks, and 5 grade b fistulas with no grade c fistulas. Postoperative intra-abdominal hemorrhage occurred in five patients and intra-abdominal infection in three patients, with 2 patients experiencing both complications requiring reoperation under general anesthesia. Hongliang liu, qisheng hao, xi wang2, mengxing cheng, fabo qiu, bin zhou. Clinical efficacy and learning curve analysis of 101 robot ic-assisted warshaw procedures: a retrospective study, 2025, surgical endoscopy

Manufacturer narrative:
Correction: b5, e1 (first name, last name), e4 (email) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.